Event description:
Spacelabs received a report on (B)(6), 2014 that patient information was dropping from monitor display since the command module model 91496 was intermittently rebooting and locking-up while in use on a patient. No one was injured as a result of this event.

Manufacturer narrative:
The product was received at spacelabs¿ equipment service center for repair. The reported problem could not be verified. The unit passed all functional tests and was returned to the customer. Unrelated to the reported issue, damage was noted to connectors on the unit. Warranty replacements were made for the damaged components containing the connectors:(B)(4) with sdram and (B)(4) with the nellcor front panel. This report is comconnectors: (B)(4) with sdram and (B)(4) plete and this particular issue is considered closed. Spacelabs monitors its complaints for similar product issues to determine need for additional investigation.

Manufacturer narrative:
The command module was sent for depot repair and the investigation is currently underway. Spacelabs will file a follow-up report when our investigation is concluded. Placeholder.